Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance. It was determined that the lead tends to exhibit chronic low range impedances. The lead was programmed to bipolar pacing to avoid future alerts. The lead remains in use. No patient complications have been reported as a result of this event.